Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim #: (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. B3 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -12.5/2.5/100 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2024. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2024, but did not resolve the problem. On 01/mar/2024 the lens was replaced with a longer length lens and the problem was resolved. Cause of the event is reported as unknown.